Manufacturer narrative:
The report of pump stopping due to depletion of the patient¿s batteries and emergency backup battery was confirmed based on review of the data log file downloaded from the patient¿s system controller that the patient was connected to at the time of the event. The data revealed a low voltage advisory followed approximately 1 hour later by a low battery hazard alarm. Approximately 5 minutes later the data captured indicates the pump was operating on the emergency backup battery. A motor stop event and clock sync error occurred following the loss of power indicating restoration of power to the system. Following restoration of power, the system temporarily operated at 10400, however the log file then revealed a driveline disconnected alarm. A full evaluation of the lvad pump could not be conducted because the system was not returned to the manufacturer for analysis. The instructions for use outlines battery charge level, fuel gauge display and visual and audible alarms. Instructions for exchanging batteries and switching power sources are provided in the power the system section. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique device identifier (UDI) - the device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient slept while on battery power and expired due to letting the batteries run below the threshold. The emergency backup battery (ebb) did engage, but also was run down until the ebb could no longer support the pump and the pump stopped. It was reported that red heart and low voltage alarms were noted to have occurred and it is believed that the patient slept through the alarms and expired in his sleep. The pump will not be returned for analysis.